Event description:
CPAP tubing manufactured by ag industries leaked twice within the past six weeks. This failure constitutes a danger to anyone who has sleep apnea. Replaced tubing after each failure, but am concerned about future failures. Document number: i1710574a. Report number: 20170126-b79e8-2147407649.